Event description:
It was reported that bd intima-ii 20gax1.16in prn slm npvc leaked with power injector per physician's orders, underwent contrast-enhanced CT scan of the upper abdomen, lower abdomen, and pelvis. A catheter needle was inserted into the patient. The outer packaging appeared intact with no damage. Insertion proceeded smoothly. At 16:00, during the CT examination while injecting iopamidol injection, symmetrical leakage was observed from the tip of the catheter needle. The examination was immediately halted, and the catheter needle was removed.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
Investigation results: no abnormality is found on process and retained sample. This product is designed for high-pressure injection with a maximum flow rate of 4 ml/sec using a 20g needle. The pressure at the outlet of the high-pressure injector should not exceed 300 psi. Since the flow rate and pressure of iopamidol injection during CT examination using this product by the customer are unknown, so the root cause of the reported defect cannot be confirmed at this time. The factory will continue to monitor and analyze the issue.

Event description:
No additional information.